Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. No parts have been replaced or returned to the manufacturer for evaluation. The system, in its entirety, requires repair at the manufacturer. No findings possible at this time.

Event description:
A site representative reported that the imaging system gantry made contact with the x-stage cover, and that the gantry was positioned too low. There was no patient present when this issue was identified. No additional details were provided.